Manufacturer narrative:
Block b5 was updated with event details missing from previous report. Block h6: imdrf patient code e01024 captures the reportable event of peritonitis. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f02 captures the reportable event of the reported death. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the device was mounted on the biopsy channel and catheterization was performed. The physician then tried to open the stent first flange, but this proved impossible. Attempts were made to resolve the issue by moving the handle to verify the correct installation and it was noted that the problem was with opening the first flange, as it was difficult to pull up. The first flange did not open and failed to slide out of the catheter, which led to an open puncture. The stent was removed partially deployed and the procedure was not completed. A surgical intervention was reported to have been necessary to manage the stent puncture, which was successfully performed. The issue remained ongoing, and the patient was reported to be in stable condition. Further information was received indicating that the patient was 80 years old, diagnosed with pancreatic head cancer, and under palliative care. The patient ultimately passed away due to peritonitis, which resulted from a perforation of the gastrointestinal tract caused by the failure of the stent first flange to open. Note: it was reported that the axios stent was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of gastrointestinal (gi) anastomosis.

Manufacturer narrative:
Block h6: imdrf patient code e01024 captures the reportable event of peritonitis. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f02 captures the reportable event of the reported death. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of delivery system retraction problem. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. The device was returned with the stent partially deployed. Functional inspection showed the catheter could be unlocked by sliding the lock to the right, and the control hub moved freely through the luer without resistance. The stent hub advanced from the second to the fourth position, allowing easy deployment with no issues observed. Measurements taken to assess elongation damage. These findings indicate that the distal end of the sheath did not retract the appropriate distance for first flange deployment. In addition, these findings indicate the outer sheath elongated by ~1 cm while the inner catheter compressed by ~0.9 cm. Conversely, two outer diameter measurements confirmed the device met specifications. Furthermore, stent partially deployed, peritonitis, death and surgical intervention are noted within the instructions for use (IFU) as possible adverse event associated with the use of the device. Dimensional measurements and functional testing confirmed that the sheath did not retract appropriately. However, the investigation did not identify any manufacturing, assembly, or handling issues that could explain the malfunction. On the other hand, the event additional device required could not be confirmed as it happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported event. Additionally, it was reported that the axios stent was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of gastrointestinal (gi) anastomosis. Therefore, the code of device use of device issue-misuse was confirmed. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Additionally, stent partially deployed, peritonitis, death and surgical intervention are noted within the product labeling as possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the device was mounted on the biopsy channel and catheterization was performed. The physician then tried to open the stent first flange, but this proved impossible. Attempts were made to resolve the issue by moving the handle to verify the correct installation and it was noted that the problem was with opening the first flange, as it was difficult to pull up. The first flange did not open and failed to slide out of the catheter, which led to an open puncture. The stent was removed partially deployed and the procedure was not completed. A surgical intervention was reported to have been necessary to manage the stent puncture, which was successfully performed. The issue remained ongoing, and the patient was reported to be in stable condition. Further information was received indicating that the patient was 80 years old, diagnosed with pancreatic head cancer, and under palliative care. The patient ultimately passed away due to peritonitis, which resulted from a perforation of the gastrointestinal tract caused by the failure of the stent first flange to open. Note: it was reported that the axios stent was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of gastrointestinal (gi) anastomosis.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the device was mounted on the biopsy channel and catheterization was performed. The physician then tried to open the stent first flange, but this proved impossible. Attempts were made to resolve the issue by moving the handle to verify the correct installation and it was noted that the problem was with opening the first flange, as it was difficult to pull up. The first flange did not open and failed to slide out of the catheter, which led to an open puncture. The stent was removed partially deployed and the procedure was not completed. A surgical intervention was reported to have been necessary to manage the stent puncture, which was successfully performed. The issue remained ongoing, and the patient was reported to be in stable condition. Further information was received indicating the patient was 80 years old with palliative care and ultimately died. Note: it was reported that the axios stent was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of gastrointestinal (gi) anastomosis.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f02 captures the reportable event of the reported death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an endoscopic ultrasound (eus) gastroenteric anastomosis procedure performed on (B)(6) 2025. During the procedure, the device was mounted on the biopsy channel and catheterization was performed. The physician then tried to open the stent first flange, but this proved impossible. Attempts were made to resolve the issue by moving the handle to verify the correct installation and it was noted that the problem was with opening the first flange, as it was difficult to pull up. The first flange did not open and failed to slide out of the catheter, which led to an open puncture. The stent was removed partially deployed and the procedure was not completed. A surgical intervention was reported to have been necessary to manage the stent puncture, which was successfully performed. The issue remained ongoing, and the patient was reported to be in stable condition. Further information was received indicating that the patient was 80 years old, diagnosed with pancreatic head cancer, and under palliative care. The patient ultimately passed away due to peritonitis, which resulted from a perforation of the gastrointestinal tract caused by the failure of the stent first flange to open. Note: it was reported that the axios stent was intended to be implanted in the gastrointestinal tract to relieve an obstruction in a palliative care patient (cancer) during an anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for the treatment of gastrointestinal (gi) anastomosis.

Manufacturer narrative:
Block d2: updated common device name and pro code. Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h6: imdrf patient code e01024 captures the reportable event of peritonitis. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f02 captures the reportable event of the reported death. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of delivery system retraction problem. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.